Event description:
It was reported that "gamma nail was implanted in pt to treat inter troch fracture. During the insertion of the nail, impaction was needed. Upon completion of the case, the targeter was unable to be removed from the nail. Holding bolt was frozen into the targeter and would not rotate in either direction. Gamma was removed from the pt and an omega pluse was utilized to fix the fracture."

Manufacturer narrative:
Add'l info has been requested, and if received, will be provided on a supplemental report.